Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the patient's insulin pump had a partial display anomaly; a top portion of the display was missing. The patient's blood glucose at the time of incident was under 150 mg/dl. The caller was advised that the patient should discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump is out of warranty and may be returned for analysis and a replacement loaner device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform operating currents, self-test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked lcd glass. The insulin pump had minor scratched display window and cracked reservoir tube lip.